Event description:
A surgeon reported problems with the system's touchscreen during a cataract extraction procedure. The surgeon converted to an extracapsular cataract extraction to complete the procedure. There was no pt injury reported.

Manufacturer narrative:
The company representative examined the system and found no problem. The company representative cleaned the cables and connectors. The system was then tested and met product specifications. No samples were returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause could not be determined conclusively. (B)(4).